Event description:
Additional information received reported that the lead was never implanted. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3093 lot# v811041 implanted: (B)(6) 2011 explanted: (B)(6) 2011; lead model 3093-28 lot# v699314 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
It was reported that during a surgical procedure, the manufacturer representative could not get any motor or sensory response with the lead hooked up to the 3625 screener box and patient test stimulation cables. This was done bilaterally with no resolve. Another lead was used and the motor/sensory response was appropriate, and the full implant was completed. The hcp stated that he thought the patient had a neurological condition that may have caused the event, but no other details were known.

Manufacturer narrative:
Analysis of the lead model 3093-28 found no anomaly. The proximal end of the lead was ok. No setscrew marks were observed. The lead conductors were ok and the outer insulation was intact. The distal end of the lead was ok. Continuity was acceptable and there were no shorts between circuits.

Event description:
Additional information received reported that the manufacturer's representative had not heard from the physician about any additional problems. The representative was confident that he would have been notified if there was a problem or concern, and believed that the patient was doing fine with a normally functioning interstim system.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.